Event description:
Floor supervisor advised medical specialist that donor was having an allergic reaction while donating plasma on the autopheresis-c instrument. Upon examination of donor by medical specialist, symptoms were identified as follows: donor was fully alert and oriented to surroundings; no acute distress; skin warm/dry; acyanotic with hives to face and swelling/edema to orbitis and cheeks; sclera of both eyes red; breath sounds clear/equal bilaterally; heart rate and respiration rate within normal limits; no muffling of heart sounds; capillary refill less than 3 seconds; blood pressure 110/62; no diaphoresis. Procedure was stopped and normal saline given through donor line via the autopheresis-c instrument. Donor was transferred to clinic directly below facility to prevent escalation of symptoms. Medical specialist advised clinic that donor had no complaints of feeling bitten, had no change in routine, food, or fluid type. Donor had never had a reaction while donating in previous history. Donor previously had donated since 6/21/2000. Donor had donated on 8/12/02 with the same lot number of anticoagulant and disposable kit without issue. Donor returned to center after treatment at clinic. Donor indicated was given depomedrol 40 mg intramuscular. Clinic provided donor a medrol dose pack, and prescription of oral allegra 180mg per day. Relief of itching seen with depomedrol im injection. Donor left center in good condition with instructions to contract center with any questions.